Event description:
The MFR received info alleging a ventilator's lcd screen was unreadable. There was no pt harm or injury.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The lcd screen was replaced to address the issue.